Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b3 and provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the actual device was not returned, investigation of it could not be performed. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Ashitaka factory manufacturing process assures the quality of this product by performing following work and controls. Before the packaging process, 100% visual inspection of the catheter is performed to confirm that there is no anomaly such as a kink. In the packaging and cartoning processes, dedicated tools and containers are used for handling this product to protect the product and to prevent the occurrence of the kink. After sealed in the peel pack, the product is kept in the state of being hung until it is packed in the unit box so that any undesirable force to the product can be avoided.

Event description:
Terumo medical received an FDA medwatch report number mw: (B)(4). It was reported that: "during prep, the wire was unable to pass through the catheter due to a kink in the catheter. The catheter was removed and replaced with no harm to the patient."

Manufacturer narrative:
B3: date of event: jan/2025. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.